Event description:
Received info from user facility. "Arthroscopy pump appeared to be functioning properly." The procedure was completed. Upon undraping the pt's leg at the end of the procedure, the dr noted that an extravasation had occurred in the pt's leg. Upon follow up with user facility, "the pt is doing "okay".